Event description:
The manufacturer received information that a patient with a dreamstation auto bipap device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No errors were found and the filter was missing. The device was scrapped. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.